Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Currently, the proximal aortic neck measured approximately 29 mm in diameter. The proximal aortic neck angulation measured 70 degrees. The patient's iliac arteries were relatively straight. It was reported that on an unknown date, the endurant bifurcate had migrated distally resulting in a proximal type I endoleak. The physician performed a secondary intervention and implanted four aptus endoanchors, resolving the event. Per the physician, the causes of the events are unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).